Event description:
Procedure: 2nd knee revision. Patient had a primary tkr on (B)(6) 2014. At the time of surgery it was noted that the bone was of a very poor quality and was very soft. A decision was made to stem the tibial component. Patient presented some time later with an infected knee. On (B)(6) 2014, the poly bearing was removed and the knee debriefed and a washout performed and a new bearing was inserted. This was performed (case reference (B)(4)). The infection continued and the decision was made to remove the knee and a cemented spacer inserted. 2nd revision was performed on (B)(6) 2014 at the same hospital. On opening the knee pus was evident. (B)(6) was cultured. Patient initials, gender and dob are provided. X-ray photo is available.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were conducted. Received patient x-rays. A review of the provided x-rays could not confirm the complaint. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.